Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter healthcare professional from (B)(6) of peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2011, a peritoneal effluent analysis was performed. At the time of this report, the analysis results were not available. A culture was not performed. On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized and did not receive remedial treatment for the peritonitis. The outcome for the events of break in aseptic technique and peritonitis were not reported. Extraneal therapy was ongoing. The reporter did not provide an opinion of causality for the events of break in aseptic technique and peritonitis. The root cause of the peritonitis was the break in aseptic technique.